Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the temporary right ventricular (rv) lead screw would not retract and the stylet would not pass through the lumen. The rv lead distal end was cut and the screw was retracted, and the rv lead was replaced. No patient complications have been reported as a result of this event.